Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap contacts were not missing or damaged. The insulin pump will not be returned for analysis.